Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 65 mm thoracic aortic aneurysm. It was reported that during the index procedure, during removal of the delivery system, the nose cone of the delivery system sprung forward and got stuck in the graft. The physician then pulled the wire back, twisted the delivery system slightly and pulled the system back forcefully to remove the tip from the stent graft. As per the physician the cause of the event was due to use error. No additional clinical sequelae were reported and the patient is fine.